Event description:
It was reported that the procedure performed was to treat a de novo mildly tortuous left anterior descending coronary artery that is 80% stenosed. While the 2 x 20 mm mini trek balloon dilatation catheter (bdc) was pressurized/inflated, an attempt was made to move the 0.014 guide wire. Upon removal of the bdc, the bdc was adhered to the guide wire. The bdc and guide wire were removed as a single unit. Another same size device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. Reportedly, while the balloon of the 2.00 x 20 mm mini trek balloon dilatation catheter (bdc) was pressurized/inflated, an attempt was made to move the 0.014 working guide wire. Upon removal of the bdc, the bdc was adhered to the guidewire causing a guidewire grip. The bdc and guidewire were removed as a single unit. It should be noted the trek coronary dilatation catheter rx and mini trek coronary dilatation catheter rx instructions for use (IFU) states: withdraw the deflated dilatation catheter and guide wire from the guiding catheter through the hemostatic valve. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to the IFU deviation as an attempt was made to move the 0.014 working guide wire while the balloon of the 2.00 x 20 mm mini trek bdc was pressurized. Pressurization of the device causes the inner member of the device to tighten onto the guide wire causing restriction; thus resulting in the reported difficulty to remove the guide wire. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6 medical device problem code: 2017 - failure to follow steps / instructions